Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The pump switched on and a terumo 20cc syringe was insersted. The infusion was started with a rate of 0,10ml/h and a volume of 15ml. Based on the rate it resulted a dose rate set from 1.000mg/hour. At 7:05:15 am the rate was changed to 1 ml/h and the dose rate to 10.000 mg/hour. Based on the keyboard history could be detected, that the rate was changed by the customer. The complaint could not be confirmed. The rate was changed by the customer.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." Customer information: "received sister huiqing's request to extract history from both (B)(4) (ward28) due to dose was entered and initiated wrongly on 6 dec and discovered on 7 dec. Based on the history logs extracted from (B)(4) parameters entered as follows: dose was started at 1mg/hr on 6 dec, 1951hours which supposed to be 10mg/hr. Discovered by user-sister huiqing on 7 dec 0708hours the dose was entered wrongly. As per user's description on patient's outcome: patient's condition not affected and no complication reported."